Event description:
It was reported that during a da vinci si surgical procedure, the customer noted a broken cable on the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed cable at distal idler pulley. The frayed cable section was approximately 0.08 in length. The damages were found on the surface of the pulley. Engineering also found a derailed grip cable at the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.